Manufacturer narrative:
On 4/10/2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date field has been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This medwatch form is for the right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 23, 2020, mentor received the following additional information: the patient has not been able to provide answers to follow-up questions because they have been really sick since the double mastectomy surgery on (B)(6) 2019. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2020, mentor received the following additional information: the patient had double mastectomy on (B)(6) 2019. The ruptured implants and leakage were cleaned from the area and some lymph nodes were taken from the right side and silicone was found in the nodes. The patient is in the process of reconstruction surgery recovery and was placed in chemo pill for 5 to 10 years. The patient also added that the tissue was too compromised to put the implants in at the time so another surgery was necessary to remove the expanders and replace with implants. After clinical/secondary review of this file performed, it was decided to remove patient code 1994 (pain) and add patient code 1876 (granuloma), to more accurately capture the reported event. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture, breast mass, granuloma manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2019, mentor received the following additional information: the patient had mammogram on (B)(6) 2019, and a lump or spot was found on their left breast, the patient also had sonogram and it was determined that both implants were leaking, and the patient also had biopsy on the left breast. This medwatch form is for the right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient had a lump on the left breast that was invasive ductile carcinoma. The patient also added that a sonogram test showed another malignancy in the left breast and one suspicious area in the right breast. The patient will undergo mammogram. This medwatch form is for the right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision with two 200cc mentor memorygel breast implants, experienced bilateral breast pain and leakage post-operatively. Mammogram and sonogram diagnosed the leakage. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.